Event description:
The reporter indicated the surgeon inserted an aa4204vl silicone single piece lens and the lens tore. The lens was removed and replaced with another lens. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Device evaluated by manufacturer? No : lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens torn into three pieces. Some of the pieces were stuck in the returned mtc-60c fp cartridge. There was no visible damage to the cartridge or the returned msi-tm injector. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).